Event description:
It was reported that loss of aspiration and tip fracture occurred. The target lesion was located in the mildly calcified acute deep venous thrombosis of right lower extremity. An angiojet zelante catheter was selected for use. During the procedure, the catheter was aspirated for 10 seconds, it was found that no liquid flowed out of the drainage pocket, and the device reported an error and stopped running. When the catheter was withdrawn from the body, it was found that the catheter tip was fractured at about 10 cm, and the suction hole sleeve was separated from the shaft. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).